Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab as due to a slit in the drain bag at the location where it would be hung up. No batch review could be done for the problem since the lot number was unknown. This is the first occurrence reported of this mechanism this year. Baxter will continue to monitor this product for adverse trends and will take corrective and preventive actions as appropriate.

Event description:
Baxter (B)(4) received a report of a leak found on a drain bag during use. No injury or medical intervention was reported.